Event description:
Per the clinic, the patient initially experienced soft tissue problems causing persistent localized inflammation around the abutment site. Subsequently, the abutment was removed on (B)(6) 2024, to allow the skin to heal. However, on (B)(6) 2024, the patient was placed under general anaesthesia in order to explant the internal fixture due to an infection at the implant site. The patient was reimplanted with another cochlear device during the same surgery.